Manufacturer narrative:
H4: the lot was manufactured from march 20, 2020 - march 21, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a used sample inside a the sealed pouch filled with liquid that had leaked out of the sample. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unknown location. This issue was identified prior to patient use. The bag contained ropivacaine 0.1% and fentanyl 2mcg/ml. There was no patient involvement. No additional information is available.